Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that this patient with a subcutaneous implantable defibrillator (s-ICD) system has a history of untreated over-sensed electrode noise. However, recently, the patient was asleep, and a single inappropriate shock was delivered due to over-sensed noise. Boston scientific technical services (ts) was contacted and discussed that the noise was most likely sense b artifact noise, not myopotential noise. Ts provided reprogramming options and recommended close follow-ups. At this time, the s-ICD system remains implanted and in-service. No additional adverse patient effects were reported. Additional information was received two years later that this patient was admitted to the hospital after receiving three additional inappropriate shocks. The patient was evaluated the day after admission and the presenting subcutaneous electrocardiogram (secg) was rather broad. Review of some previous secg's in comparison to the time of admission appeared to show the patient has developed a complete bundle branch block which has compromised the vector. The patient now meets the criterial for cardiac resynchronization defibrillation (crtd) therapy. The sicd will be explanted, and the patient will be implanted with a crtd device in the near future. No additional adverse patient effects were reported.

Manufacturer narrative:
This product was subsequently explanted and is being returned for evaluation. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient with a subcutaneous implantable defibrillator (s-ICD) system has a history of untreated over-sensed electrode noise. However, recently, the patient was asleep, and a single inappropriate shock was delivered due to over-sensed noise. Boston scientific technical services (ts) was contacted and discussed that the noise was most likely sense b artifact noise, not myopotential noise. Ts provided reprogramming options and recommended close follow-ups. At this time, the s-ICD system remains implanted and in-service. No additional adverse patient effects were reported. Additional information was received that this patient was admitted to the hospital after receiving three additional inappropriate shocks. The patient was evaluated the day after admission and the presenting subcutaneous electrocardiogram (secg) was rather broad. Review of some previous secg's in comparison to the time of admission appeared to show the patient has developed a complete bundle branch block which has compromised the vector. The patient now meets the criterial for cardiac resynchronization defibrillation (crtd) therapy. The sicd was explanted and replaced with a crtd system. The explanted system is being returned for evaluation. No additional adverse patient effects were reported.